Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The right atrial (ra) and right ventricular (rv) leads had high thresholds and loss of capture. There was also an alert for low impedance on the ra lead. It was found that both leads had dislodged and were in the pocket and wrapped around the device due to twiddlers syndrome. The leads were explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.